Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose went up to 350 mg/dl. Blood glucose value was 49 mg/dl at the time of the incident. Customer received lost sensor during calibration. Customer declined to review sensor best practices (site selection, taping, calibration protocol). The customer was offered to troubleshoot for blood glucose but refused. Customer will not return the device for analysis.

Manufacturer narrative:
Inspected one random opened or used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. (B)(4).